Manufacturer narrative:
Based on the claim against the product by the customer noting broken tip, an investigation is completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of missing grip pin to be related to the customer reported complaint. The instrument was found to have the grip pin missing at the distal end. The grip pin was no longer attached to the grips and was not returned with the instrument. As a result of the missing grip pin, the grips became loose.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument had a broken tip that was coming apart. The procedure was with no reported injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.